Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition of the device was performed and there was some tissue build up. The grasping section of the device was inspected and found the entire ptfe pad (tissue pad) to be missing from the jaw. The distal end of the device was inspected under a microscope and noted scrape marks throughout the probe unit, the jaw and the distal tip of the shaft. The device was attached to a test (B)(4) and a probe check was performed with no anomalies found. This type of tissue pad damage is most likely attributed to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the tissue pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the device malfunctioned. It is unknown if the procedure was completed. There was no patient injury reported.